Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported gi bleed and stroke cannot be conclusively determined. Bleeding and stroke are listed in the hm2 IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Approximate age of device is 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for a stroke and found to have a possible gi bleed proximal to the small bowel. The patient had an egd, colonoscopy, a bleeding scan and a small bowel capsule that revealed ava's bleeding. The ava's were clipped and the patient was soon discharged. No further information was reported.